Event description:
During a lap sigmoid procedure, the device fired misformed staples but cut, after reloading same problem, tissue was thin not thick. Sutured by hand was how the case was completed. No pt consequence.